Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018, a representative (rep.) From an eye care provider (ecp) called from (B)(6) to report a patient (pt) who developed an os corneal ulcer while wearing the acuvue 1-day moist brand contact lens. The rep. Reported that the pt was seen at the eye clinic in early (B)(6) 2018 and diagnosed with an os corneal ulcer. The pt was advised to discontinue cl wear with no specific time period given. The pt was prescribed ofloxacin gel, tobracin eye drops (tobramycin), and ecolicin ophthalmic ointment (erythromycin lactobionate); however, no treatment frequency was provided. The pt visited the clinic three times and advised to return within 3 weeks. Rep reported that the pt wore a cl for a day out of necessity, but did not have discomfort. The pt is now wearing glasses. On (B)(6) 2018, the eye clinic was contacted and a medical interview was arranged for (B)(6) 2018. On (B)(6) 2018, a face to face interview was conducted with the pts treating ecp: ecp reported that the pt was diagnosed with an os corneal ulcer with + cns culture (positive culture and sensitivity). The ecp reported several return visits were necessary; the os corneal ulcer location was ¿off pupil between 1 o'clock and 2 o'clock¿ and the ulcer is resolving. The ecp refused to provide any additional information regarding the event. No additional information is expected. The suspect os lens was not available for return for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5927230109 was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.